Event description:
The end user alleges that while traveling on a bus seated in her powerchair, she was launched out of the chair when the bus stopped. The end user sustained a knee injury that required an ER visit and leg brace. The event was reported by the dealer as user error and negligence.

Manufacturer narrative:
The actual device involved in the incident was not returned to the MFR; eval and service was performed by the dealer's service group. The powerchair was not used according to instructions. The device did not cause or contribute to the event. The user was educated on proper use of product.